Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to extend and was failing to retract. The rv lead was dislodged. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead helix was not working properly, it would not extend or retract, the rv lead dislodged from its location. The physician continued with another rv lead and completed the procedure. The patient was in stable condition." Rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to extend and was failing to retract. The rv lead was dislodged. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition."

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead helix was not working properly, it would not extend or retract, the rv lead dislodged from its location. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct serial number should have been (B)(6), rather than (B)(6).